Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the speaker was malfunctioning. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The device was operational after replacing the speaker, and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
During benchr repair it was found that the intellivue x3 had a speaker issue. A good faith effort was performed and it turned out that a speaker malfunction inop was displayed and there was no sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During bench repair it was found that the intellivue x3 had a speaker issue. A good faith effort was performed to obtain further information (like if there was still sound coming from the deivce), but none was provided at the time of the initial report. The device was not in use on a patient at the time of the event.